Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was visually examined. The anchor has fractured with a portion remaining attached to the suture. The other part of the fractured anchor was stated to have been retained by the patient. The complaint is confirmed. The fractured device was submitted for fracture analysis to determine failure mode. The fracture analysis identified that it had fractured due to torsional overload. Eds material composition analysis confirmed the device to be conforming to specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause could not be determined; however, the surgeon noted that the patient's bone was hard which may have been a contributing factor. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Reporting country: (B)(6). (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, while the surgeon was inserting the screw of this product, the screw was fractured. Part of the broken screw was retained inside of the patient's burr hole. Subsequently, the surgeon used an alternative one to complete the surgery. The surgeon said that the patients bone quality was hard.